Event description:
A maude event report, (B)(6), was received from the (B)(4) which stated that a hemodialysis user facility has reported that during treatment a blood leak occurred. As soon as treatment started noticed a blood leak on the dialyzer and hansen. Treatment was stopped and the lines were disconnected. The blood leak was confirmed with test strips. There is no report of pt ill effect. Sample is available.